Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effect of restenosis leading to intervention is listed in the biommics 3d instructions for use and is a known patient effect of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics 3d (bm3d) stent (6.0 x 80mm stent) to treat a denovo lesion of the sfa middle third in the right leg. A contralateral approach was used and the target lesion was prepared by pre-dilation of the target lesion with a standard balloon percutaneous transluminal angioplasty and atherectomy. On the (B)(6) 2022, an event of restenosis of treated vessel (target vessel) was reported from the site. It was reported as "not related" to the device and "not related" to the procedure but due to a worsening pre-existing condition. It was also reported as not target lesion related. On (B)(6) 2022 the site provided an update to the event that highlighted the event led to a percutaneous intervention and it involved a target lesion revascularisation on (B)(6) 2022 with laser atherectomy. The device remains implanted. The patient outcome is reported as "resolved/recovered". The event was reviewed on (B)(6) 2022 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformance's or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the bionomics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one biomimics 3d (bm3d) stent (6.0 x 80mm stent) to treat a denovo lesion of the sfa middle third in the right leg. A contralateral approach was used and the target lesion was prepared by pre-dilation of the target lesion with a percutaneous transluminal angioplasty/standard balloon angioplasty and atherectomy. An event of restenosis of treated vessel (target vessel) was identified by the site on (B)(6) 2022. It was reported as "not related" to the device and "not related" to the procedure but due to a worsening pre-existing condition. It was also reported as target lesion related. The patient experienced claudication in the right leg extremity (rle) and presented for ultrasound and an angiogram was performed. The event led to a percutaneous intervention and it involved a target lesion revascularisation on (B)(6) 2022 with laser atherectomy and pta/standard balloon angioplasty on the sfa middle third. The device remains implanted. The patient outcome is reported as "resolved/recovered". The event was reviewed on 22-aug-2022 and considered possibly related to the device.

Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review has been performed of the manufacturing certificate of conformance associated with this lot. There were no non-conformances or deviations which could be associated with this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of restenosis leading to intervention and claudication/leg pain are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
The patient was treated as part of the mimics 3d USA post-market observational study on (B)(6) 2021. The subject was implanted with one 6.0 x 80 mm biomimics 3d (bm3d) stent to treat a denovo lesion of the superficial femoral artery (sfa) middle third in the right leg. A contralateral approach was used and the target lesion was prepared by pre-dilation of the target lesion with a percutaneous transluminal angioplasty (pta) balloon and atherectomy. An event of restenosis of treated segment (target lesion) was identified by the site on 07-mar-22. It was reported as "not related" to the device and "not related" to the procedure but due to a worsening pre-existing condition. It was also reported as target lesion related. The patient experienced claudication in the right leg extremity (rle) and presented for ultrasound and an angiogram was performed. The event led to a percutaneous intervention and it involved a target vessel/lesion revascularisation (tlr/tvr) on 01-apr-22 with laser atherectomy and pta/standard balloon angioplasty on the sfa middle third. The device remains implanted. The patient outcome is reported as "resolved/recovered". The event was reviewed on 22-aug-22 and considered possibly related to the device.